Manufacturer narrative:
Device not returned.

Event description:
During preventative maintenance of the device, the user reported that the system's tank suction screen and the gross filter were both missing. Since the event occurred during preventative maintenance, there was no patient involvement during this event.